Event description:
The company was informed that the lock was not established with the pt's device. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.